Event description:
Boston scientific received information that this programmer (prm) was broken. The field representative tried to turn on this prm and the screen lights were up but then went dark and the backlight was out. Intermittently, this prm worked but went out in the middle of check. This programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the allegation as the programmer booted up correctly at first and then display went dark. The inverter was shorted on the lower half and was replaced. The inverter cover was melted and was also replaced. The liquid crystal display (lcd) cable had a pin pulled half way out of the connector and was replaced. This programmer then passed all functional incoming tests.